Manufacturer narrative:
The actual device was discarded by the user facility. Therefore the investigation is based on the user facility information and a retention sample from the involved product code/lot# combination. Visual inspection revealed no anomalies in its appearance. The sample was primed with saline solution. No leak was confirmed at the sampling line. The package of this product has the configuration where the product is held by the cushion materials in the manner so that the joint of the sampling line tube and the port do not come into contact with any package materials. A review of the device history record and product release decision control sheet of the involved product code/lot# combination was conducted with no relevant findings. The same user facility reported a similar event for another device with the same product code/lot# combination, see MDR 9681834-2016-00107. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined based on the investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device was discarded by facility

Event description:
The user facility reported a fracture in the line tube of the capiox device. Follow up communication with the user facility confirmed the following information: during priming a pool of fluid was noticed on the floor; the leaking was coming from the sampling system line of the arterial outlet; and there was no patient involvement.